Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found inside the channel. Although the specific material could not be conclusively identified, it is most likely simethicone. Therefore it is also likely that the foreign material remained in the device due to a deviation from the instructions for use as nothing other than sterile water should be used for air/water feeding and no additives should be put into the sterile water. The following information is stated in the instructions for use (IFU): ¿instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection shows how to detect the event. The following instruction manual shows how to prevent the event. Gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to evaluation in b5, the bending angle was reduced. There was no angulation when the control know was turned. The adhesive around the objective lens was partially missing and/or showing wear. The adhesive around the light guide lens was partially missing and/or showing wear. The adhesive on bending rubber was worn out. The light guide lens was chipped. The switch or switchbox was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The evis lucera elite gastrointestinal videoscope was returned to olympus for service and did not have a complaint by the end user. The original unspecified procedure was completed with the subject device. There was no patient harm associated with this event. During incoming inspection, a white crystal contamination (simethicone type product) was identified within the air and water channels due to insufficient reprocessing. This medwatch is being submitted to capture the reportable malfunction found during evaluation.